Manufacturer narrative:
As reported in a research article, percutaneous rescue with sequential second-device usage for left atrial appendage perforation during amulet implantation. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. It is possible that procedural circumstances (user technique) contributed to the event, however this cannot be determined. He unexpected medical intervention was result of case specific circumstances as pericardiocentesis was performed. There is no indication of a product issue with respect to manufacture, design or labeling. Literature attachment: percutaneous rescue with sequential second-device usage for left atrial appendage perforation during amulet implantation b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "percutaneous rescue with sequential second-device usage for left atrial appendage perforation during amulet implantation", was reviewed. This article presented a case study of a male patient in his early 80's with a history of nonvalvular atrial fibrillation, hypertension, chronic heart failure with preserved ejection fraction, prior ischemic stroke without residual deficit, and stable angina. A 22mm amplatzer amulet left atrial appendage occluder was selected for implant on an unknown date for a left atrial appendage closure (laac). It was noted that deployment was difficult due to noncoaxial alignment between the delivery sheath and left atrial appendage (laa). To correct the orientation, the device was partially advanced to a ball-shaped configuration while continuous counterclockwise torque was applied. After the sheath was rotated, the alignment appeared correct, but transesophageal echocardiogram (tee) showed extrusion of the device outside of the laa and a new pericardial effusion. The device was kept in situ to tamponade the perforation. A second 20mm amplatzer amulet was immediately deployed at the laa. The first device was removed from the patient. A pericardiocentesis was performed. The patient's drain was removed post-procedure day 1, and the patient was discharged on day 3. [The primary and corresponding author was masanori yamamoto, department of cardiology, toyohashi heart center, 21-1 gobutori, oyamachyo, toyohashi, aichi 441-8530, japan, with corresponding e-mail: masa-nori@nms.ac.jp.]